Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and avaulta were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure concurrently with laparascopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, anterior colporrhaphy, enterocele repair with mccall culdoplasty and posterior colpoperineorrhaphy with posterior avaulta.